Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found that the issue was confirmed in system log review which identified recurring u 02 errors. During testing, the erbe unit displayed u 02 at startup; the display then became partially blank, leaving only the help screen and volume buttons accessible. The erbe log recorded c 00. Visual inspection indicates the unit is in good cosmetic condition. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the error u 02 attributed to lose cable connection on the syscheckmaster or faulty cable on the syscheckmaster.

Event description:
It was reported that prior to the start of a da vinci assisted gastric bypass (roux-en-y) surgical procedure, the customer contacted the technical service engineer due to the erbe displaying a u 02 error. The customer stated that multiple power cycles of the erbe had already been performed prior to the call with tse and that the error continued to recur. The tse then instructed the customer to remove all cables from the front of the erbe, power it down, and power cycle it again; the u 02 error still returned. The tse next advised powering down the erbe and disconnecting the foot switches; after this was done and the erbe was powered back up, the u 02 error did not reappear, and the customer proceeded with the surgical setup. There was no reported injury.